Manufacturer narrative:
The bronchoscopes were returned to olympus for evaluation; however, the evaluation result is pending, as the investigation is ongoing. Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported events; the user facility reported that on (B)(6) 2017 two bronchoscopes were sent to a laboratory for culturing due to possible cross-contamination. The device culture tested positive for mycobacterium abscessus. As part of our investigation into this reports olympus personnel visited the facility to assess their reprocessing practices and the following observations were noted: precleaning and leak testing of the endoscopes were not performed according to olympus instructions for use (IFU), as the duration of suction of detergent/water through the channels was too short, no wiping of insertion tube; the duration of leak testing is too short, and the angulations levers were not turned during leak test. In addition, endoscopes were not placed correctly within the automated endoscope reprocessor (aer), as the insertion tube was pressed up against the lid of the aer during reprocessing cycle. Olympus will continue to work with the user facility to obtain more specific and detailed information regarding the reported events and to provide necessary reprocessing training to the user facility¿s staffs. These reports will be supplemented if additional information becomes available at a later time.

Event description:
Olympus was informed that two bronchoscopes may have been contaminated and likely caused infection on three separate patients. The type of procedure performed is unknown at this time. It was reported that the incident took place on (B)(6) 2017; however the infection was discovered around (B)(6) 2018. The patient has received treatment for the infection; however, the current conditions of the patients are unknown. Olympus is submitting three mdrs to account for the number of patients reported. This is report 2 of 3.

Manufacturer narrative:
This supplemental report is being submitted to correct the following information reported and o provide additional information. Based on further investigation of these reports, olympus was informed by the user facility on (B)(6) 2018 that there were two patients that were reportedly infected with the use of two different bronchoscopes model# bf-h190 with serial number (B)(4) and bf-1t160 with serial number (B)(4). Both bronchoscopes were reprocessed in the oer-pro with serial number (B)(4). The user facility reported that on (B)(6) 2017 the bronchoscope model bf-h190 was used to examine two patients. Bronchoalveolar (bal) samples were collected from both patients and both samples grew mycobacterium abscessus. The user facility reported that the first patient was referred to as the ¿index patient¿ and the second patient was the infected patient. The bronchoscope was not cultured. The bronchoscope was removed from service on (B)(4) 2017. This bronchoscope was returned to olympus on (B)(4) 2018 for evaluation. Please reference MFR# 2951238-2018-00040. Based on the new information provided by the user facility, the following MFR. Report numbers were reported in error: 2951238- 2018-00037, 2951238- 2018-00038, and 2951238- 2018-00039. The user facility reported that the mycobacterium abscessus specimen obtained from (B)(6) 2017 was found to be genotypically different from the (B)(6) 2017 cases. Therefore, the user facility reported that this incident and this bronchoscope was not related to the infection cases the hospital is currently investigating. The scope (bf-1t180, sn# (B)(4)) was returned to olympus for evaluation; however, the investigation is still on going. This report will be supplemented when the device investigation has been completed.

Event description:
Olympus was informed that a bf-h190 bronchoscope may have been contaminated and may have infected two patients who underwent bronchoscopies. The facility informed olympus on (B)(6) 2017 that the bronchoscope at issue was being sent for microbial testing, and the hospital claims it informed olympus about potential scope contamination at this time. The facility reports that each patient received a bronchoscopy on (B)(6) 2017, and the procedures were completed one after the other. The facility reports that it discovered the infections on (B)(6) 2017, after analyzing bronchial lavage cultures. Both patients have received treatment for the infection; however, the current conditions of the patients are unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The scope was returned to olympus for evaluation. The evaluation was unable to find any signs of foreign material inside the biopsy channel, suction port, insertion tube, bending section, and distal end cover when inspected with an olympus borescope. There were also no signs of missing parts from the entire endoscope; however, there was a kink/dent found on the insertion tube below the protector boot and a deep scratch noted on the light guide lens from the distal end side likely due to improper maintenance of the device. The scope passed leak testing. The scope was serviced and returned to the user facility. The instruction and reprocessing manual provides caution and warning statements in an effort to prevent equipment damage and mitigate cross contamination. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿